Event description:
It was reported that the micro reciprocating saw overheated during testing. There was no patient involvement and no adverse consequences associated with this event. The handpiece was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the micro reciprocating saw overheated during testing. There was no patient involvement and no adverse consequences associated with this event. The handpiece was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The engineering technician reported that the handpiece was overheating and was displaying a bias-current warning, and confirmed evidence of non-stryker repair work affecting components including the motor cartridge.